Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that their symptoms are not being helped by the device anymore. It was noted that it started very abruptly about a month ago. They have used all the programs and increased intensities. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.